Manufacturer narrative:
The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the 60's mg/dl, and the meter bg reading was in the 90's mg/dl. Reportedly, a second cgm bg reading was not provided, and the meter bg reading was below 40. Reportedly, a third cgm bg reading was 242 mg/dl, and the meter bg reading was 208 mg/dl. No additional patient or event information was available. A root cause could not be determined. The customer was instructed to enter a calibration bg value to resolve the issue.